Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported the patient fell approximately 2 months ago. Electrodes 8-15 are >40k. The manufacturer representative (rep) was able to program around the effected electrodes. The patient was programmed with three new low dose programs: a (right buttocks <(>&<)> right leg), b (right buttocks <(>&<)> right leg), <(>&<)> c (the middle of low back, top of tail bone, <(>&<)> right leg). The patient will call if she needs additional programming adjustments. The healthcare provider (hcp) was notified. No patient symptoms were reported. No further complications were reported/anticipated.